Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The defibrillator paddles were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the associated external paddles failed to discharge. Complainant indicated that the clinician switched to monitor mode and back to defib mode and was able to successfully deliver a shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.